Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with customer; however all were unsuccessfully.